Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: besides an angulated fracture of the inferior threaded screw of the glenoid component, the overall fit bone quality appears normal. Bone quality appears normal. No signs of loosening, radiolucency, or wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 994100, 36mm vit e liner +0mm cat: 36mm vit e liner +0mm lot: 64093863, comp rvrs shldr glnsp std 36mm cat: 115310 lot: 808580, humeral stem 12 mm stem diameter 130 mm stem length cat: 00434901213 lot: 64141144, comp nlk scr 3.5hex 4.75x25 st cat: 180559 lot: 094860, comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 157510. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture and dislocation. Attempts have been made and additional information on the reported event is unavailable.